Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control evaluated the device and has verified the reported event code. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a diode, designator cr30. The diode was shorted from legs 5-9.

Event description:
The customer reported that their device has its service indicator illuminated and has logged several event codes. One of the event codes is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.